Event description:
It was reported error when using pph03 in hemorrhoidectomy procedure. After firing the device, no staplers were fired to form a staple line. As a result, there was significant bleeding experienced by the patient, so the tissue had to be sutured manually. The patient has completed the operation and patient's status: health stable. The procedure was delayed by 20-minutes. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch # u5an8u. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (ml)? Did the patient require a transfusion? Did the post-operative care change based on the bleeding? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Device analysis: visual analysis of the returned sample revealed that the pph03 device arrived with the guide face detached. Only the anvil half washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. Due to the condition of the device no functional test was performed. Further analysis shows two damages on the edge of the guide face. In addition, the casing windows were examined for visual inspection and no anomalies were noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the would not staple, hemostasis controllable, since no functional test could be performed due to the condition of the device received. The damage noted on the guide face is related to improper use of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2022. Additional information was requested, and the following was received: information from the hospital: how much blood was lost (ml)? 100ml. Did the patient require a transfusion? No. Did the post-operative care change based on the bleeding? Yes. Could you please clarify if there were any patient consequences? Patient was nervous, sleeping difficulty. Could you please clarify if was any change in the post-operative care of the patient? Fasting for 3 days: no fiber, milk for postoperative patients, intravenous nutrition, intravenous fluids. First day: use paracetamol 1g & morphine. 2nd-4th day: paracetamol 1g3 times/ day. Use seduxen 5mg/per day ( 3 days after surgery). Transamin 250mg/5ml 4 times/per day ( 4 days after surgery). Increased time in hospital: 7 days.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2023. D4: batch#: u5an8u. Additional information: the sample was sent to cincinnati for additional evaluation. The device was received, and the anvil pockets were visualized under magnification to assess for signs of staple forming. All pph03 devices go through one (1) firing process to ensure proper device function before leaving the manufacturing facility. Thus, a device used in a procedure returned from a customer is expected to have been fired twice (2). The anvil pockets typically have visual marks from where the titanium staples rub against the stainless-steel anvil pockets during forming. Marks were observed on the anvil pockets visually, but generally, it cannot be determined if two firings occurred by the markings due to the staples from the first and second firing will typically form in the same location within the anvil pockets. To further assess this, the anvil component was removed from the device and analyzed under a scanning electron microscope (sem). This will determine the element composition of selected areas on the anvil pockets. Based on the pockets sampled for sem analysis, it can be concluded that there is titanium presence in the anvil pockets, indicating staples were formed in the pockets. It cannot be concluded how many times this device was fired. However, there is an extremely high level of confidence that this device had staples at the time of final manufacturing, due to 100% in process inspections for staple presence. All pph03 devices are loaded, test fired to confirm function, then reloaded with staples and 100% inspected that all pockets have staples before final packaging. The cause of this complaint is unknown at this time but could be contributed to user related variables. Potential causes for staples not formed in the intended hemorrhoidal tissue include removing the safety prematurely and inadvertently deploying staples before the intended operation or intended tissue not fully in the apparatus of the device with purse string prior to firing. Consult the instructions for use and/or optimal device performance (odp) guide for proper operation of pph03. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.